Event description:
It was reported that during the procedure the dr. Would lay tip into tissue causing the fiber to burn up. The second fiber stopped working soon after being plugged in. ¿despite technique, the procedure was completed without incident" with the third fiber. This report is for the second fiber used. Gland volume 25 ml. Joules used 76,147.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited severe burnt on detritus; the glass cap exhibited severe devitrification at the output window. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. F10: device code 3191 (no code available) refers to forward firing of the side firing surgical fiber; a code request has been submitted.